Manufacturer narrative:
Quality safety evaluation received on 26-aug-2016: ptc global number (B)(4). Lot number c40243, manufacturing date 03-apr-2014, expiration date 30-apr-2017. No sample available for this investigation. We conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. No similar adverse event case reports have been received to date in relation to the reported batch. No specific quality issue was defined, therefore no meddra llt can be provided. Company causality comment: this non-medically confirmed spontaneous case report refers to an adult female consumer who had essure (fallopian tube occlusion insert) inserted and she presented pain in pelvis area and heavy bleeding (interpreted as genital bleeding). Both serious events due to medical importance and listed in essure's reference safety information . After essure's insertion abnormal genital bleeding and menses pattern changes may occur. Abdominal, pelvic and uncharacterized pain may occur either. In this particular case, events occurred during essure's use. Considering the events' nature and the compatible temporal relationship causality cannot be excluded. In addition non-serious events were reported. This case was regarded as incident, since device removal will be required. A review of the manufacturing batch record confirmed that the product met all release requirements. Since no sample is available for this investigation, a product quality defect could not be confirmed but is considered plausible. Further information has been requested.

Manufacturer narrative:
Follow-up from 10-nov-2016: follow-up attempts have been completed, with no response to date. No further follow-up will be pursued. Company causality comment: this non-medically confirmed spontaneous case report refers to an adult female consumer who had essure (fallopian tube occlusion insert) inserted and she presented pain in pelvis area and heavy bleeding (interpreted as genital bleeding). Both serious events due to medical importance and listed in essure's reference safety information . After essure's insertion abnormal genital bleeding and menses pattern changes may occur. Abdominal, pelvic and uncharacterized pain may occur either. In this particular case, events occurred during essure's use. Considering the events' nature and the compatible temporal relationship causality cannot be excluded. In addition non-serious events were reported. This case was regarded as incident, since device removal will be required. A review of the manufacturing batch record confirmed that the product met all release requirements. Since no sample is available for this investigation, a product quality defect could not be confirmed but is considered plausible. Despite follow-up attempts, no further information can be obtained.

Event description:
This is a spontaneous case report received from an adult female consumer in united states on 03-aug-2016 referring to herself. The consumer had essure (fallopian tube occlusion insert) inserted in (B)(6) 2015, lot number c40243, for permanent birth control. She experienced heavy bleeding and cramping sort of pinching , fatigue. Doctor aware trying to sign a paper get it removed. Four months after procedure feeling pain in pelvis area, dizzy, tired and pinching all the time. Uncomfortable and really painful. Sometimes she has diarrhea. She thought it was food related. Doctor thinks is the essure. Essure was not removed. She used tylenol that doesn't help at all. She is waiting for approval from insurance company to take it out. Consumer stated that events are ongoing. Company causality comment:this non-medically confirmed spontaneous case report refers to an adult female consumer who had essure (fallopian tube occlusion insert) inserted and she presented pain in pelvis area and heavy bleeding (interpreted as genital bleeding). Both serious events due to medical importance and listed in the essure reference safety information .after essure insertion abnormal genital bleeding and menses pattern changes may occur. Abdominal, pelvic and uncharacterized pain may occur either. In this particular case, events occurred during essure use. Considering the event's nature and the compatible temporal relationship causality cannot be excluded. In addition non-serious events were reported. This case was regarded as incident, since device removal will be required. A product technical analysis and further information is being sought